Event description:
It was reported by customer that the air was observed in the infusion line up to the filter. The infusion was stopped, and the tubing was clamped. An alarm was reported in the patient's room. Upon examination, air was observed in the infusion line up to the filter. The infusion was stopped, and the tubing was clamped. The air in the line did not reach the patient, as it did not pass through the filter. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Additional Information: Manufacturer Narrative. The actual date of event is unknown.ROOT CAUSE:The root cause for the reported issue that device had Failure to Alarm was not determined because no product or device logs were returned.Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.